Manufacturer narrative:
Failure analysis (fa) lab received an avea flow sensor. The flow sensor was received physically damaged. The failure analysis lab was unable to perform an evaluation due to the damage.

Manufacturer narrative:
(B)(4). The carefusion field technician evaluated the ventilator and replaced the gas delivery engine to fix the reported issue. The ventilator passed all testing and was returned to the customer. The carefusion failure analysis technician evaluated the transducer communication alarm pcba and verified the reported issue. The issue was isolated to the inspiratory pressure transducer. Following the completion of FDA audit on october 21, 2014, a carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.

Event description:
The customer reported the ventilator gave high extended peak pressure alarm. No patient involvement.